Event description:
It was reported that a malfunction with code malf 0 occurred, but no notable events preceded the issue. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. Customer technical support provided information on how to reset the pump and helped the customer perform the reset. The malfunction did not recur after the reset, and the customer was informed to continue using the pump and to reach out if any issues arose again.